Event description:
It was reported the pt experienced a loss of therapeutic effect. The pt had not had stimulation since approx 2005. At that time the pt had undergone an MRI. Impedances were >4000 ohms on most combinations. Additional information indicated the pt was getting some stimulation in the legs. The pt's physician determined the pt was not a candidate for surgery due to other health issues. The system was to be left in place and the hcp was going to communicate that the pt should not undergo any further MRI's with the system in place. The pt was inconsistent with health history. At the time of the prior MRI the "device was working". It remained unclear what the problem was and when it began because it had been several yrs since the pt had tried turning the device on. Impedance values were abnormal.

Manufacturer narrative:
(B) (4).